Event description:
It was reported that the customer was in a car accident and cracked the display screen on her insulin pump. Customer thinks she may need to go to the hospital, but has not gone. Customer's blood glucose reading was 100+ mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker.